Event description:
When the idc-interlocking detachable coil was advanced to the lesion, it could not be anchored in the aneurysm. The pusher wire got caught at the tip of the introducer sheath during removal. As the subject device was being pulled with force, the main coil detached from the pusher wire. The subject device was removed with the catheter. No complications with the patient were reported to have occurred during this event.

Manufacturer narrative:
H.10: the subject device was disposed of a the user facility as the patient had an infectious disease.